Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/chronic"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dyspareunia, back pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, fatigue, alopecia, headache, nausea and weight increased outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, metrorrhagia, nausea, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2019: essure confirmation test(s) conducted,(unspecified): yes. Result : unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information, lab data added. This case become incident. Previously reported event injury to herself were updated dyspareunia (painful sexual intercourse)/chronic, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), psych injury, perforation: fallopian tubes, bladder probs, fatigue, hair loss, headaches, nausea, weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and depo-provera. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/chronic"), back pain ("back pain"), menometrorrhagia ("menorrhagia (heavy menstrual bleeding)/ metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder probs."), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, abdominal pain, dyspareunia, back pain, menometrorrhagia, genital haemorrhage, migraine, bladder disorder, fatigue, alopecia, nausea, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menometrorrhagia, migraine, nausea, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, perforation date(s) of insertion: (B)(6) 2011 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram - on (B)(6) 2019: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and depo-provera. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2017, the patient experienced headache ("headaches") and migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/chronic"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dyspareunia, back pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, fatigue, alopecia, headache, nausea, weight increased, genital haemorrhage, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, perforation date(s) of insertion: (B)(6) 2011 (as per pif) . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram - on (B)(6) 2019: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: extension of expected date of next report. On 21-jul-2020: ¿extension of expected date of next report." On 11-sep-2020: pfs received. Rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and depo-provera. On (B)(6) 2011, the patient had essure inserted. In december 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In march 2017, the patient experienced headache ("headaches") and migraine ("migraines / headaches"). In january 2018, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/chronic"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dyspareunia, back pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, fatigue, alopecia, headache, nausea, weight increased, genital haemorrhage, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, perforation diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram - on (B)(6) 2019: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Events added: abnormal bleeding (general), migraines / headaches and abdominal pain. Historical drugs and reporters were added. Lab data updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and depo-provera. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2017, the patient experienced headache ("headaches") and migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/chronic"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dyspareunia, back pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, fatigue, alopecia, headache, nausea, weight increased, genital haemorrhage, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram - on (B)(6) 2019: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs and medical record received. Events added: abnormal bleeding (general), migraines / headaches and abdominal pain. Historical drugs and reporters were added. Lab data updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.